Event description:
This procedure was performed in the right iliac. The stent slipped off the catheter when the physician was trying to remove the catheter. The physician was trying to cross the lesion, however, was unsuccessful because the lesion was too tight due to calcification, and upon removal the stent came off. The physician used a femoral cut down to remove the stent.

Manufacturer narrative:
Stent was not returned for analysis.